Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash on his chest and back. The patient's doctors gave the patient an antihistamine for the rash. During a follow up call, it was reported that the patient had ended use of the lifevest due to receiving an ICD and that the reported rash was gone. There was no allegation of a device malfunction causing or contributing to the reported skin irritation.